Event description:
Related manufacturer reference number 3006705815-2024-01215. It was reported the patient had fallen. Diagnostic system testing indicated multiple low impedance values. X-rays indicated the lead had migrated. Patient also reported periodic shocking and heating from the ipg after the fall. As such, surgical intervention may occur to address the issues. The investigation did not determine which lead had migrated.

Manufacturer narrative:
Date of the event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000130470.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient had the system explanted and replaced to address the issues.

Manufacturer narrative:
Confirmation of migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. Sudden trauma may cause lead movement and excessive lead migration may require surgery to replace the lead/s. The report stated that the patient experienced migration after a fall. The returned lead a was cut as a result of the explant procedure, had no anomalies, and had no opens in either segment.